Manufacturer narrative:
The advanta 2 bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the head siderails one at a time. However, baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of head of the bed raising unintentionally were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that advanta 2 frame head section raised unintentionally. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.